Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/27/2023. The following additional information was requested: according to the additional information received, another box of the vicryl rapide had an issue. Please provide the product code and lot number for the additional box. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-01287, 2210968-2023-01288, 2210968-2023-01289, and 2210968-2023-01290.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/23/2023. Additional information was requested, the following was obtained: there was no adverse consequences to the patients the following information was requested: please confirm one patient was involved for this event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-01287, 2210968-2023-01289, 2210968-2023-01290.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/31/2023 . Additional information was requested, the following was obtained: product code: v2910h lot : rkbcxjx0. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-01287, 2210968-2023-01288, 2210968-2023-01289, 2210968-2023-0129.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/27/2023 additional information was requested, the following was obtained: for the vicryl rapide the issue happened of a 3 cases that's when they identified it as a problem. The same with the other suture over 2 procedures. And a couple of sutures were used from each box as well for rapide they changed the box and still had same issues. The other suture we changed box and didn't receive further issues this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-01287, 2210968-2023-01288, 2210968-2023-01289, 2210968-2023-01290.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via:2210968-2023-01287, 2210968-2023-01289 and 2210968-2023-01290.

Event description:
It was reported that a patient underwent a plastic surgery in 2023 and suture was used. During the procedure, both complaint products broke during a plastic surgery case in the hospital. No adverse patient consequences were reported. Additional information was requested.